Event description:
The st. Jude representative reported that the patient received several inappropriate shocks due to noise observed on the stored electrograms. Both the ICD and lead will be tested extensively for anomalous behaviour. In 2002, the problem was determined to be in the lead. The lead was crushed below the proximal suture sleeve.